Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient continuously experienced elevated blood glucose levels. After switching to her backup infusion device, her blood glucose levels returned to normal. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.